Event description:
The customer reported that their central nurse's station (cns) screen is black on one monitor. This occurred during regular patient use. No harm or injury was reported.

Manufacturer narrative:
No harm or injury was reported.